Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 39-40 mg/dl; customer alleged cause was due to pump battery depleting quickly resulting in pump shutdown. Reportedly, customer experienced an arm strain. Customer administered glucagon, two bolus of intravenous glucose, and continuous glucose drip over 4 hours to address bg level. The customer was admitted into the emergency room, subsequently hospitalized, and treated with intravenous saline and insulin fluids. Customer was released from the hospital on (B)(6) 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.